Manufacturer narrative:
A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The cause of the event could not be identified.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for two patient samples tested on a cobas e 801 analytical unit. Sample 1: the initial result was 2075 ng/l. The repeat result was 16.1 ng/l. Another sample for the same patient had a result of 20 ng/l sample 2: the initial result was 46 ng/l. The sample was repeated twice and the results were 37 ng/l and 26 ng/l. The sample was repeated after plasma decantation and new centrifugation, and the result was 25 ng/l.